Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and confirmed that the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if any issues reoccur.